Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. No w4 found in history but a lot of e4 were found in the history. The occlusion limits were tested successfully. Consumables: infusion set: since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. Cartridge: since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. The problem mentioned by the customer could not be reproduced.

Event description:
Patient stated she has experienced higher blood glucose levels than normal; no exact reading was provided. Patient's normal blood glucose range was not provided. Patient reported changing the insulin cartridge during this issue and noticed that there was no insulin pumped out of the infusion set. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device, infusion set, and insulin cartridge for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.